Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : three (3) actual and one (1) companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and al leak was observed at the spike port cap at the base of the spike port tubing of all four (4) devices. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva bags leaked from unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.